Event description:
Reference number: (B)(4). Event occurred in chile. It was reported that patient faced an infusion set cannula crimped event on (B)(6) 2025. The site of insertion was gluteus. The insertion method used was serter. The event occured on the first day. The infusion set was in use for six hours. The cannula was replaced at the hospital. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: chile.